Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. After getting transseptal, without issues, and mapping the left atrium, the farawave catheter was inserted. Four basket applications were given to left superior pulmonary vein (lspv) and it was noticed that the patient became hypotensive. Intracardiac echocardiography (ice) was checked and a pericardial effusion was noticed. The procedure had to be cancelled to perform a pericardiocentesis. The patient has successfully recovered from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field: b5 describe event or problem; with new information obtained.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. After getting transseptal and mapping the left atrium, the farawave catheter was inserted. Four basket applications were given to left superior pulmonary vein (lspv) and it was noticed that the patient became hypotensive. Intracardiac echocardiography (ice) was checked and a pericardial effusion was noticed. The procedure had to be cancelled to perform a pericardiocentesis. The patient recovered and was discharged successfully.